Event description:
It was reported that stent moved on balloon occurred. The patient presented with chest tightness and pain and underwent percutaneous coronary intervention. The target lesion was located in the opening of the anterior descending artery. A 16mm x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent was unable to cross the lesion with calcified nodules because it had burrs, and almost causing the stent to be dislodged. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: promus premier ous mr 16 x 3.00mm stent delivery system was returned for analysis. Visual and tactile inspection of the hypotube shaft, shaft polymer extrusion, and stent profile found no issues. A microscopic examination of the crimped stent found no evidence of the reported stent damage. A strut was lifted at the proximal section. A microscopic examination of the balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the tip identified no issues.

Event description:
It was reported that stent moved on balloon occurred. The patient presented with chest tightness and pain and underwent percutaneous coronary intervention. The target lesion was located in the opening of the anterior descending artery. A 16mm x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent was unable to cross the lesion with calcified nodules because it had burrs, and almost causing the stent to be dislodged. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post-procedure. It was further reported that the 80% stenosed target lesion was severely tortuous and severely calcified.

Event description:
It was reported that stent moved on balloon occurred. The patient presented with chest tightness and pain and underwent percutaneous coronary intervention. The target lesion was located in the opening of the anterior descending artery. A 16mm x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent was unable to cross the lesion with calcified nodules because it had burrs, and almost causing the stent to be dislodged. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post-procedure. It was further reported that the 80% stenosed target lesion was severely tortuous and severely calcified.

Manufacturer narrative:
(B)(6).